Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithotomy procedure. During the procedure, it was found that the blue sheath had a dent. Additionally, the balloon would not inflate at 18 atmosphere (atm). Reportedly, upon pulling out the balloon to reinflate it popped. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.